Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing both low and high blood glucose. The customer was also hospitalized on (B)(6) 2017 due to low blood glucose. The customer's blood glucose level at the time of admission was 69 mg/dl. The customer's blood glucose level became stable by the time they got to the hospital. The customer was off the insulin pump in less than 48 hours prior to the hospitalization. The customer also mentioned having site issues. The customer had scar tissues and would need to change the site every 2 days. When the customer changed the site on the second day, the site became red and the customer had high blood glucose. The customer's current blood glucose level was 367 mg/dl. The customer had treated their high blood glucose with a bolus. The customer declined troubleshooting for both the high blood glucose and site irritation. The device will not return for analysis.